Event description:
It was reported during the ipg replacement procedure (1627487-2014-26033) diagnostics determined high impedance values on the lead due to fracture (visually determined). Subsequently, the lead was explanted and replaced which has resolved the impedance issue. Reportedly, the pt has effective stimulation postoperatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.